Event description:
Pt suffered a cardiac arrest while on dialysis machine. Completed 3:45 of 4 hrs treatment. 911 called. CPR initiated for pulselessness and not breathing. Blood returned and needles and lines clamped, and pt disconnected from dialysis machine. Emt's continued resuscitative efforts and eventually transported pt to local hospital for definitive care. Dates of use: 2009. Diagnosis: end stage renal disease.